Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported transmitter failed error occurred on 12-26-2022 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. An external visual inspection was performed passed. Voltage test was performed and failed. No data was provided for evaluation for serial number (B)(6). The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).